Event description:
It was reported that an ilet user experienced pairing failure between the ilet and a dexcom g7, resulting in intermittent communication and impending dosing stops on the ilet; the user lacked a glucometer, and a new g7 was paired and placed in warmup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with device components implicated in the electrical and magnetic domain and specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.